Manufacturer narrative:
(B)(4). Approximate age of device - 10 months. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the lvad system was producing pump stoppage events. The patient was asymptomatic. A log file was reviewed by the technical service representative and pump stoppage events were confirmed. On (B)(6) 2017 the technical service representative performed a percutaneous lead (driveline) replacement with no issues. The patient was placed on a grounded patient cable after the repair no the alarms did not return. The patient was discharged after the repair.

Manufacturer narrative:
The report of pump stoppage events was confirmed through the analysis of the submitted system controller log file. However, the root cause of the events could not be conclusively determined based on the evaluation of the returned portion of the percutaneous lead. The submitted log file contained approximately 20 days of data (dated 04nov2017- 24nov2017, according to the timestamp). Between 9:13 am and 9:15 am on (B)(6) 2017, and again between 5:12 am and 5:18 am on (B)(6) 2017, the log file captured multiple drops in pump speed below the low speed limit along with 5 total pump stoppage events. During these events, pump power elevations were captured. These events occurred only during power module support, and no atypical drops in pump speed were captured when the system was supported by battery power. At the time of these events, the system controller alarmed as intended with low speed hazard and low flow hazard alarms. The replaced portion of the driveline was returned in one segment measuring approximately 12 inches. The driveline appeared to be in unremarkable condition. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and high-potential testing of the driveline segment did not reveal any areas of compromised wire insulation that would have contributed to the reported event. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.